Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 83 mg/dl , 328 mg/dl and 249 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Some of the reported readings were found in the meter's memory however, they were taken on different days.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 83 mg/dl , 328 mg/dl and 249 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were not returned. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. The reported precision xtra meter was previously returned and determined to have satisfactory control solution testing results during investigation, and no other issues were identified. Therefore, no further investigation activities were performed for the precision xtra meter. A DHR (device history review) for the precision strips were reviewed and the DHR showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 83 mg/dl , 328 mg/dl and 249 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.